Manufacturer narrative:
(B)(4).

Event description:
A pump problem was reported. It was noted that the pump had been "working on and off " for the past 2 months, that it was not consistent and that the patient had been "having problems," not getting the pain relief he had "when everything was working." It was noted that patient was also taking oral pain medications as well as the pump meds. The device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model 8731sc, serial # (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the pump was checked and revealed that it was working but "there might have been a problem with the catheters". A dye test was done because the pump was "clogged up" and "flush it out". On the x-ray a thin "hair of fluid" was going through and when once it was flushed there was "5 times" the thickness going through.